Manufacturer narrative:
Per good faith effort (gfe), it was confirmed that there was an error code 1107 machine and proximal pressure sensor failure message that may have been caused by the cpu printed circuit board assembly (pcba) which was not communicating correctly. As previously reported: the customer replaced the cpu successfully and reprogrammed to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the cpu printed circuit board assembly (pcba) was not communicating correctly. The cpu may have been damaged by a faulty power management board. Needs to enable software options, needs key. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is calling for option encryption codes to complete repair. The customer informed that the cpu may have been damaged by a faulty power management board. It was not detecting the motor controller board and the da board. After several attempts at replacing the motor controller and da, it was narrowed down to the pm and cpu board. This unit was part of a remediation for a recall of the pm board. The rse provided option codes to the customer for the repair. The customer replaced the cpu successfully and reprogrammed to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.